Event description:
While surgeon was performing an arthroscopy, he noted that a piece of the stryker arthroscopy shaver had broken off. He then used the scope to look for the broken piece and was able to grab it and remove it from the pt. He assessed it and then asked to sequester it and send it to MFR as defective. FDA safety report ID # (B)(4).